Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus sale representative reported on behalf of the customer that the evis lucera elite colonovideoscope was reprocessed with different procedure from the instruction manual. E73 occurred in the oer-4-endoscope reprocessor during reprocessing. There were no reports of patient or user harm associated with this event. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user¿s misuse since replacement of the water filter had been incorrectly practiced. The water filter had not been correctly replaced in accordance with instructions, operation manual for oer-4 chapter 7 ¿routine maintenance¿ section 7.2 ¿replacing the water filter (maj-2318)¿. The frequency of replacing the water filter which was recommended in the instruction manual is at least once a month periodically. However, the fact was that the water filter had not been replaced for approximately one year and three months. It is further suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.